Event description:
Healthcare professional reported "siliconomas, rupture and capsular contracture grade IV. Bilateral cysts less of 0.8cm." Device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
The reported events of capsular contracture, baker grade IV and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, granuloma, rupture. Continued h6 (health effect - impact code 4): f2203.

Manufacturer narrative:
Visual analysis of the photographs identified: granuloma: unable to observe since it is a medical event and is not related to the device. Cyst: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "siliconomas, rupture and capsular contracture grade IV. Bilateral cysts less of 0,8cm." Device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture : observed, broken side assessed as unidentified (tear). (Shell thickness was within specification). ¿ cyst : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Healthcare professional reported left side "siliconomas, rupture and capsular contracture baker grade IV. Bilateral cysts less of 0,8cm." Device has been explanted and replaced with a non-allergan device.